Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported poor recharge coupling. The patient was only getting 2 coupling bars. There was no swelling and the incision was healing well. She tried to adjust the antenna. An implantable neurostimulator (ins) flip was suspected and she wanted to know if the patient programmer (pp) would still connect with the ins if the device had flipped. It was clarified that the pp will connect to ins up to 5cm deep. The pp and clinician programmer were able to communicate with the ins. The ins was in the right buttocks. Recharging was attempted using a different implantable neurostimulator recharger (insr), but was unsuccessful. The ins appeared to be less than 1 cm deep at implant and did not feel that it had slipped/moved at all. They had done the antenna locate and were only getting between 50 and 52. Xrays confirmed the ins had flipped (ap view, ins in right upper buttock and leads were coming out of ins to the right). An ins revision surgery was scheduled. There were no patient symptoms or outcome reported. The indication for therapy was non-malignant pain failed and back surgery syndrome. If additional information is received a supplemental report will be sent.